Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n394691, implanted: (B)(6) 2013, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient reported their pump was not anchored and they were having trouble keeping it stationary. The patient stated the pump was moveable. Their healthcare provider (hcp) recommended a couple things and the patient had tried using a six inch wide band to keep it from moving. The patient reported that since having the pump implanted, they had problems with it getting "extremely hot" and getting a rash near it. The patient stated that yesterday they put a numbing agent into the pump along with morphine and they were hoping it would give more relief. The patient reported morphine had given him great relief in the past, but in (B)(6) 2013 the patient had another incident with their back where it slipped even more and his leg and foot were numb and they had more pain to deal with now. The pump contained morphine and an unknown drug.

Event description:
Additional information was received and it was reported that the pump was delivering morphine. The pump was implanted correctly. The pump was loose and migrated into the inguinal area. They were able to manually flip the pump. The patient was doing well. There was ¿no change in pump at present time¿.